Manufacturer narrative:
The device was not returned or angiograms obtained for investigation purposes. Initial access was reported as a high stick and retroperitoneal bleed was present after deployment of the manta device. The us IFU lists in the warnings section: "do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding." An access site above the inguinal ligament would typically be reported as a high stick; therefore, it will be assumed that the access site was above the inguinal ligament in order for a retroperitoneal bleed to occur. An access site above the inguinal ligament generally results in a suboptimal seal due to deployment angle and presence of the inguinal ligament inhibiting lock advancement and collagen compaction. Due to the implant being ineffective in achieve hemostasis, the physician re-accessed through the manta delivery wire with a sheath which caused the manta device to be pushed to the left proximal common iliac. The us IFU lists as a precaution: "in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis." Therefore, the physician did not follow the IFU precautions when performing remedial actions to obtain hemostasis. The document history record (DHR) was reviewed and confirmed no non-conformities. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to retroperitoneal bleeding as a result of access above the inguinal ligament and stenosis of the femoral artery as a warning. In addition, stenosis of the femoral artery is listed as a potential adverse event. The IFU also states that such events may require endovascular intervention such as placement of a covered stent, and surgical intervention. Additional investigation into risk documentation and device history record will be performed.

Event description:
On (B)(6) 2019 a tavr procedure was performed on a female patient. The physician described the access as a "high stick". When the tavr was complete, it was reported that there was a retroperitoneal bleed. It was reported that the physician "re-accessed using manta delivery wire with multiple sheaths" and "pushed lock collagen and toggle to left prox. Common iliac" which was confirmed on imaging. It was reported that a covered stent was placed at the access site from the contralateral side and the retroperitoneal bleed was contained and patient was placed on heparin. It was also reported that manta implant (lock/collagen/toggle) were "located together" in ostium of celiac. A contrast cta was ordered (B)(6) 2019, and a vascular surgeon was consulted. Upon further communication with the sales representative (B)(6) 2019 it was confirmed that the manta implant (collagen/toggle/lock) was located in the ostium of celiac artery via CT scan and there was no remedial action required to remove the implant the sales rep stated that he was unable to obtain images of the event after multiple attempts.